Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that product observation created for return of product. Return reason unknown. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)